Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/06/2025, the user reported that the screen of their ilet was crack and no longer responsive. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.